Event description:
It was reported that the patient was experiencing pain at the burr hole site behind the right ear. The physician performed a toilette procedure, a cleansing of the wound with antiseptic. The physician indicated that the site was not infected and following the cleansing the patient was doing well.

Manufacturer narrative:
Correction to block e4 of the initial MDR.

Event description:
It was reported that the patient was experiencing pain at the burr hole site behind the right ear. The physician performed a toilette procedure, a cleansing of the wound with antiseptic. The physician indicated that the site was not infected and following the cleansing the patient was doing well.